Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of one battery prematurely draining could not be confirmed through this analysis. The heartmate 3 system controller (serial number unknown) was not returned for analysis and log files were not submitted for review. Additional information stated that the patient hadn't been to a clinic yet. If the patient returns to clinic and information can be provided in the future this file will be reopened accordingly. The root cause of the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the instructions for use and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 instructions for use section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitled. How your heart pump works¿ both indicate that when new, two fully charged heartmate 14 volt lithium-ion batteries can power the system for up to 17 hours. Both sections note that how long the batteries can power the system depends on the patient¿s activity level. The user is instructed to take 14v lithium-ion batteries out of service is they do not give at least four hours of support. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and low voltage alarms. The heartmate 3 patient handbook section 6 - "caring for the equipment" describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery that was connected to the black power cable was depleting a lot quicker than the battery connected to the white cable. It was noted that the physician would test if this was still the case with a new system controller and would exchange controllers during the next clinic visit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.